Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot. Upon troubleshooting, the philips field service engineer (fse) confirmed that the three-phase power entering the m-cabinet was stable at 400 vac. Fuses in the fan tray and overvoltage board were checked and found to be intact. Measurement of l1 to ground at the ups (uninterruptible power supply) showed 230 v, indicating the presence of power. Following the troubleshooting guide, the fse determined that the fan tray required replacement. The fse replaced the fan pdu and power supply modules to address the issue. The defective pdu (power distribution unit) fan tray was returned to philips for detailed failure analysis. Testing revealed that the failure was due to electrical overstress, which was attributed to abnormal use by the customer. Both psu1(power supply unit) and psu2 power supply units were found to be defective. After replacing the pdu fan tray, the system was returned to use and confirmed to be in good working order. The codes were updated based on the investigation outcome.